Event description:
Ous MDR - on (B)(6) 2011, inappropriate vt and vf detections were observed and the cause was unclear. After this observation there was a decline in the rv lead's pace/sense impedance. Because the physician wasn't certain if these issues were with the lead or the ICD, the decision was made to explant the system. When attempting to remove the lead, the helix could not be retracted and the stylet could not be inserted properly. Noise was observed on the lead.

Manufacturer narrative:
Ous MDR.